Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer changed the infusion set three days prior to the hospitalization. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump needed to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.